Event description:
Reportedly, during the follow-up performed on (B)(6) 2011 (one day post implantation): upon first interrogation: the statistics display was erroneous; they were doubled. In addition, there was no display neither of impedance and sensing valve nor of other feature as reported. Upon second interrogation: everything was displayed normally. An explanation was requested.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.